Event description:
The defibrillator was charged to 200 joules in a cardioversion attempt. Reportedly, the device spontaneously displayed a charge removed message, the display blanked and when the display recovered, the spo2, nibp and ECG displays simultaneously went to dashed lines. It was reported the displays then spontaneously returned to normal. The defibrillator was recharged and the pt successfully converted with 200 joules. The reporter stated that there was no report of adverse pt affect associated with the event.